Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that insulin leaked from the connector connection of the infusion set resulting in elevated blood glucose levels. The insulin leaked between the infusion set cannula and the infusion tubing.